Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated the device was functioning properly.instructed to change infusion set, try a new vial of insulin and rotate the insertion site.